Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized with a high blood glucose of 500 mg/dl. The customer stated that she had been experiencing high blood glucose levels for two days prior to the event. The customer stated that a medtronic representative went to the hospital to take a look at the insulin pump, and told the customer that it needed to be replaced. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. The customer did not feel confident using this insulin pump, and requested a replacement. Nothing further was reported.